Event description:
The lead was attempted on (B)(6) 2012. The vessel anatomy did not allow the lead to cross. The procedure took place at (B)(6) hospital. The physician was dr (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).